Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Post procedure, the implantable cardiac monitor (icm) exhibited loss of cardiac sensing and diagnostic anomaly. The physician tried to program the icm but was unsuccessful. The icm was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense and incorrect measurement could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test at field and nominal settings indicated normal device functionality. No atypical message on measurements was seen on analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.